Event description:
It was reported that a trained physician attempted an arteriotomy closure using a starclose device after an interventional procedure. The physician was unable to completey advance the thumb advancer. The device was removed without difficulty. There was no pt harm or injury reported. Hemostasis was achieved by manual compression. No additional info is available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation.